Manufacturer narrative:
The physician did remove the sensor in order to clean out any remaining evidence of the infection. As of february 26, 2019 the patient reported that she will be getting reinserted with a new sensor.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was implanted. The patient was not admininstered any topical and oral antibiotics by a physician.